Event description:
It was reported that when connected to a patient, the ventilator changed tidal volumes settings on its own. There was no patient harm. (B)(4).

Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. Our sales representative supported with software upgrade of the ventilator. It has not been communicated if any parts were replaced. Incomplete ventilator logs were provided. Evaluation of received ventilator logs was performed. There is no ventilation on the reported event date. There is only one change of tidal volume settings 2 days prior event date. When the ventilation mode was set to prvc from pressure support/CPAP mode the tidal volume was set to 160 ml. Alarms for low expiratory minute volume is then generated, after which the tidal volume was increased to 500 ml. The change of parameter settings can only be related to human interaction or a malfunctioning of hardware. The root cause of the reported event has not been determined.

Event description:
(B)(4).